Manufacturer narrative:
This follow up MDR is being sent to correct b3. Date of event from (B)(6) 2019.

Manufacturer narrative:
The investigation into the customer's issue found that the incorrect result was caused by an incorrect number format configured by the field service engineer (fse) after upgrading to alinity ci system software version v2.6.1. The fse chose the option of 'comma and period (1,000,000.00)', instead of 'none and period (1000000.00).' As a result, this caused the customer's lis to interpret the result of 1,730 as 1,7. A review of tickets determined that there are no additional tickets with the same issue. A review of tracking and trending identified no trends associated with the alinity ci-series system software. Manufacturing documentation was reviewed and noted to provide adequate labeling information regarding configuration of the number format. Based on the investigation, no systemic issue or deficiency of the alinity ci system software v2.6.1 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
After upgrading the system software to version 2.6.1 on the alinity ci-series system control module, the abbott representative forgot to correctly set the number format for the stat high sensitive troponin-I assay. Instead of "none and period 1000000.00", the thousand/decimal format was set to "comma and period 1,000,000.00". This caused an incorrect result to be reported for one patient. Sample ID (B)(6) correct result generated was 1,730.0 ng/ml but the result was shortened to 1,7 ng/ml and reported out of the laboratory. After the error was discovered, the sample was retested with a result of 1787.0 ng/ml. The five hour delay in patient management did not cause any harm to the patient.